Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not detecting inserted batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not detecting batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recognize inserted batteries. The cause for the failure was isolated to contamination on the battery board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.